Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as skin irritation. There was no alleged device malfunction contributing to the irritation. The patient reported seeing physician, but there is no indication of medical intervention, reporting out of abundance of caution. Outcome of the irritation is unknown as follow-ups were unsuccessful.